Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. Video review identified no system malfunctions but revealed a recurring use error. Forceps were repeatedly introduced far from the af/targeting circles and advanced without live fluoroscopy, including at 15:07 and 16:35, when they were extended past the scope tip, posing risk of injury to the left lung fissure. At 19:00, the biopsy needle was inserted off-target, causing minor bleeding and likely puncturing the parenchyma wall. The needle was then advanced twice more without camera visualization, after which bleeding obscured the scope view. Despite this, additional tool insertions occurred until the scope was retracted and removed to control the bleeding. The physician did not attribute the injury to the galaxy system, stating that it was caused by the biopsy of the lesion. They emphasized that the patient's increased bleed risk due to platelet infusions, both before and during the case, likely contributed to the severity of the bleeding. Video review supported this conclusion, confirming that bleeding originated after biopsy tool use and that the identified use errors may have exacerbated the event. The complaint is reported due to the following conclusions: during a galaxy-assisted biopsy procedure, the patient developed bleeding. The patient was treated with a fogarty balloon, cold saline, epinephrine, bronchial blocker and hospital admission. The physician does not attribute the injury to the use of the galaxy system. A use error was identified that may have contributed to the injury.

Event description:
This complaint involves a serious injury in which the patient required medical intervention to prevent permanent damage. Bleeding was reported during a galaxy-assisted biopsy procedure for a lesion in the lower left lung. The bleeding was observed after a biopsy tool was used. A fogarty balloon, cold saline, epinephrine and a bronchial blocker were used to manage the bleeding. The system was removed to control the bleeding and the procedure was not completed. The patient was admitted for two days and discharged in good condition. No malfunctions were reported.